Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had the following issues: pacing problem and increase in threshold. It was noted since implant the patient developed complete heart block and is now pacemaker dependent. The leadless ipg was reprogrammed however the thresholds continued to rise. The leadless ipg was inactivated and replaced by a trans venous pacing system. No further patient complications have been reported as a result of this event.